Event description:
A peritoneal dialysis nurse confirmed that the patient had an m31 air detected in cassette alarm. She stated that the patient was draining at the time of the leak. The patient ended treatment and started to break down the machine. At that point, the door popped open and fluid began to leak. The patient's effluent was clear and no prophylactic antibiotics were used.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. An evaluation of the alternate samples confirmed that there were no malfunctions. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.